Manufacturer narrative:
Correction: the original awareness date for this event was 28 oct 2020. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. The physician was unable to interrogate the patient's pacemaker due to suspected premature battery depletion. It was noted that the pacemaker was unable to pace due to the battery depletion causing the patient's heart rate to drop. The pacemaker was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Premature battery depletion and failure to interrogate were confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. No anomalies were noted on the battery during the testing. The cause of the premature battery depletion is unknown.